Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a gastrectomy procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient reported.